Manufacturer narrative:
D4: added catalog number, expiration date, serial number, and UDI d10: (B)(6) 203-96-03 - (11-2216) saw blade new stryker (.050). (B)(6) 203-96-02 - (11-2324) saw blade new stryk (.035). (B)(6) 203-96-01 - (11-2222) saw blade new stryk (.050). (B)(6) 204-32-08 - stem extension 80l x12 mm. (B)(6) 208-07-01 - cc posterior fem augment sz 1, 5mm. (B)(6) 204-34-12 - fluted stem extension 120l x 14 mm. (B)(6) 208-07-01 - cc posterior fem augment sz 1, 5mm. (B)(6) 204-70-00 - tibial stem ext. Screw. (B)(6) 208-09-05 - cc stem ext adaptor 5 degree. (B)(6) 204-04-33 - trapezoid tibial tray sz 3f/3t. (B)(6) 208-01-03 - cc femoral sz 3. G3: added 510k number. H4: added device manufacture date. H6: corrected health effect - clinical code, medical device problem code, and type of investigation. Manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and range of motion or due to inclusion of the polyethylene in the packaging recall. Additionally, the devices were implanted for over ten years prior to the reported failures. However, the reported prosthesis wear, instability, and range of motion could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Manufacturer narrative:
D10: concomitant devices unknown the device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 132 months after a left knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, suffered recurring pain in his left knee, crepitus sensations, weakness, swelling, pain while ambulating, soft tissue discomfort, decreased range of motion, instability, and difficulty arising from a sitting to standing position. No further issues or complications were reported. No additional information is available.